Event description:
It was reported that the patient went to emergency room and subsequently hospitalized due to hypoglycemia event on (B)(6) 2026. Patient was unconscious. The length of hospitalization is four days.

Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip: code 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.